Event description:
As reported to coloplast though not verified, pt was implanted omnisure mesh. Later the pt experienced recurrent stress incontinence and pelvic pain. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.